Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter read inaccurately high compared to another device (libre). The complaint was classified based on the customer service representative (csr) documentation. It was not reported when the alleged inaccuracy issue began. The patient reported obtaining blood glucose readings of ¿217 mg/dl¿ with the subject meter and ¿97 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that they manage their diabetes with a combination of insulin (tresiba and novorapid). The patient claimed they took an unspecified dose of insulin (type not reported) in response to the elevated result obtained on the subject meter. The patient reported developing symptoms of ¿shakiness and dizziness¿ as a result of the alleged issue; symptoms they associated with hypoglycemia. The patient reportedly took glucose tablets/gel as self-treatment for the symptoms. During troubleshooting, the csr determined that the test strips had been stored incorrectly. The patient declined to have the products replaced. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an unspecified dose of insulin based on an alleged inaccurate high result obtained on the subject meter.